Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. A separate report was filed for the first valve.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged ventricular upon release resulting in severe paravalvular leak (pvl). The valve was snared and moved into a higher position in the ascending aorta. The valve was obstructive to the lvad anastomosis so the valve was moved towards the native annulus with a balloon aortic valvuloplasty (bav). The valve rested near the sinotubular junction. A snare was placed on the valve and this transcatheter bioprosthetic valve was implanted. This valve dislodged ventricular upon release and resulted in moderate to severe pvl. It was attempted to snare this valve to move it more aortic but was unsuccessful. The patient began to deteriorate and was placed on extracorporeal membrane oxygenation (ECMO) and transported to surgery. Both valves were explanted the following day and the native valve was over sewn for closure. A right ventricular assist device was placed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.